Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10416. It was reported that the patient experienced a fall in (B)(6) 2018. Since the fall, the patient reported a significant increase in pain and would receive shocks around the left flank ipg. An x-ray was performed and revealed no sign of the spinal cord stimulator. On (B)(6) 2019, the patient underwent surgical intervention wherein the entire system was explanted and replaced. The issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.